Manufacturer narrative:
A ge oec service representative investigated the issue and found an issue with the software. The system software was re-loaded and the system saved images correctly. While repairing the system, the fse noted a touchscreen failure. The touchscreen was removed and replaced. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to the issue.

Event description:
The ge oec 9800 fluoroscopy system would not save images.